Event description:
It was reported that the plunger sensor was not working correctly, and that the plunger was damaged as it was dropped. No additional information is available.

Manufacturer narrative:
The pump was received for investigation. A visual inspection found the tamper seal removed and the top case and left plunger cases were counterfeit. Further investigation found the flippers sticking up. The left plunger case was replaced along with the size pot, top case, and leadscrew. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue was customer induced via the customer's use of non original equipment manufacturer (OEM) components to repair their pumps. The use of non OEM components in the repair of this pump is prohibited. The technical service manual (under warnings) states: the unauthorized modification of this product may constitute a safety hazard, which could lead to patient injury or death, as well as the potential for property damage (including the risk of fire). Unauthorized modification and/or the use of unauthorized parts will void the limited warranty.

Manufacturer narrative:
Other, other text: , corrected data: the hazardous situation for the given complaint device is not related to a recall, see updated h7 and h9